Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increasing shock impedances since the end of (B)(6) with one measurement being greater than 125 ohms. Boston scientific technical services (ts) recommended monitoring the patient. No adverse patient effects were reported. Remains in service.